Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device pocket for this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to not be healing appropriately. The pocket was explored surgically and no evidence of infection was noted. However, there was a concern there may have been a vein issue at the pocket resulting in impeded blood flow so the site area was unable to heal appropriately. This s-ICD and electrode were successfully explanted. No additional adverse patient effects were reported.